Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that architect ca-125 testing on a sample from (B)(6), generated a result of > 1000 u/ml when undiluted. The result of an onboard automatic dilution of 1:10 gave a result of 316.6 u/ml. The following day, the sample was repeated and the undiluted measurement was > 1000 u/ml. The 1:10 dilution result was 322.3 u/ml. The lab manager did sample dilutions at 1:2 and 1:4, and their respective results were 510.9 and 131.5 u/ml. The sample was then tested at another hospital and the undiluted and auto-diluted results were the same as before. The sample was then sent to be tested on a roche instrument and the result was negative at 16.78 u/ml. The patient is (B)(6) old, male, with lung cancer, and primary hypertension. From (B)(6) of last year, he underwent chemotherapy. After completion of chemotherapy, in (B)(6), he underwent biological therapy with dendritic cell activated cytokine-induced killer cells. Immunotherapy was carried out on (B)(6). Test results throughout this period were as follows: (B)(6): 9.80; (B)(6): 7.40; (B)(6): 8.80; (B)(6): 11.30. There was no report of impact to patient management.

Manufacturer narrative:
The customer was using the product off-label and testing was performed on a male sample. Based on the off label use of the assay this complaint is no longer a reportable event.